Event description:
It was reported that the ilet charger exhibited inconsistent charging behavior, with the device sometimes charging normally and other times requiring about an hour to gain approximately 20% charge despite a solid indicator light and attempts with different outlets. Symptoms included no reported clinical effects. Outcomes included replacement of the charger to restore expected charging function. Investigation included customer troubleshooting by confirming indicator status and outlet changes, and arranging replacement of the suspected charger. Investigation of this case revealed a suspected charger performance issue affecting charge rate, consistent with a power supply or charging accessory malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely a defective charger.

Manufacturer narrative:
Initial.